Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts on the proximal portion of the crimped stent were damaged and lifted upwards from the stent profile. It is likely the crimped stent may have encountered resistance & subsequent damage during withdrawal attempts. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that the device was unable to cross the lesion. The target lesion details are unknown. While performing a complex case, the 3.00x16mm promus premier¿ device was advanced through a guidezilla, but was unable to cross the lesion. No patient complications reported. However, device analysis revealed stent damage.